Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Section e1: reporter address line 1: (B)(6). Section e1: reporter postal office or zip code: (B)(6).

Event description:
It was reported that the motor stopped and got very hot.

Event description:
It was additionally reported that he equipment was in use on a bi-ventricular assist device (vad) patient and ran for a couple of weeks with no issue. There was suddenly a drop in flow approximately 4 liters per minute to zero flow with zero revolutions, and then immediately went back up to 4 liters per minute. A couple second later the pump flow dropped to zero flow again with zero revolutions and did not recover. The extracorporeal membrane oxygenation (ECMO) coordinator performed an emergency motor change, which involved changing the console and flow probe. The faulty group of equipment was removed. It was noted that the motor was very hot to touch and took a long time to cool down. The patient received some downtime without ECMO flow but had enough heart reserve to cope while the motor was changed out.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d9: product returned section e1: customer site was (B)(6) united kingdom. Manufacturer's investigation conclusion: incidental findings: wire fatigue observed within power lines that were not related to the reported/reproduced issues occurring (measured via insulation testing only). The reported event of the centrimag system unexpectedly stopping was confirmed via the log file and via the functional evaluation of the centrimag motor; the reported event of the centrimag motor becoming unexpectedly warm to the touch was not confirmed. The extracted log file from the returned centrimag console (evaluated separately) captured multiple system stops occurring while the system was operating around the set speed of ~3800 rpm / 5.2 lpm on (B)(6) 2024 and (B)(6) 2024. These system stops were associated with flow-related alarms and m5: set speed not reached alarms, and the system resumed operating around the appropriate set speed and flow values within several seconds of each stop. The system was observed to have been manually shut down on (B)(6) 2024 to perform the reported equipment exchange. The returned centrimag motor (serial number (B)(6)) was functionally tested at the european distribution center and at the product performance engineering department, and motor-related alarms with intermittent system stops were reproduced upon manipulating the motor¿s cable at its motor-side bend relief. However, the motor did not become unexpectedly warm to the touch throughout testing. The motor¿s cable was measured for continuity, and two of its power lines were observed to be open which further fluctuated with the cable¿s manipulation; damage to these lines would cause the observed events to occur. The motor¿s cable was stripped, and its underlying wires were observed to be worn and fatigued. The root cause of the reported system stop was determined to be wire fatigue within the motors cable at its motor-side bend relief, consistent with repetitive flexing of the cable over time. A corrective action was implemented to address wire fatigue within centrimag motor cables, and this motor was manufactured prior to this implementation. The root cause of the motor becoming warm to the touch was unable to be conclusively determined through this analysis, although the observed wire fatigue may have contributed to the cause. Review of the device history record for the centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergency/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 11.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including flow-related and motor-related alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the equipment was in use on a bi-ventricular assist device (vad) patient and ran for a couple of weeks with no issue. There was suddenly a drop in flow approximately 4 liters per minute to zero flow with zero revolutions, and then immediately went back up to 4 liters per minute. A couple second later the pump flow dropped to zero flow again with zero revolutions and did not recover. The extracorporeal membrane oxygenation (ECMO) coordinator performed an emergency motor change, which involved changing the console and flow probe. The faulty group of equipment was removed. The patient received some downtime without ECMO flow but had enough heart reserve to cope while the motor was changed out.